Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a display anomaly. No further details were provided. The insulin pump was returned and replaced.

Manufacturer narrative:
The pump powered up properly after the battery installation. No display anomaly was noted. The pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No partial display, blank display, or display anomalies occurred during testing. The pump was received with a scratched case and a pillowing keypad overlay.